Manufacturer narrative:
Product is expected to be returned for evaluation but has not been received in by the manufacturer. Therefore this report is based solely on the customer reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported one of the male ends of the quick release buckle broke off from a single patient use gait belt . The date the issue was discovered is unknown and no patient incident or injury was reported.